Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic during follow up showing post-sensed t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended. Device remains implanted.